Event description:
It was reported a revision surgery was performed due to three broken screws and a nonunion. The patient originally had a wrist fusion on (B)(6), 2013 and presented with pain on (B)(6), 2014. The surgeon confirmed via x-rays that the patient had three broken screws on the locking compression plate fusion plate. The patient was implanted with a wrist fusion plate and eight screws in total. It was reported that three out of four of the locking screws were found broken at the head of the screws. It was reported that the broken screws were due to the nonunion. It is unknown what type(s) of screws the other four screws were. The surgeon explanted all hardware (one locking compression plate fusion wrist plate and eight various screws). The surgery was successfully completed with no reported delay. This report is for three unknown locking screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional device info: this report is for 3 unknown locking screws/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.